Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that one of the customer had a needle stick with safety needle. It is very hard to snap down to lock it . Verbatim: folks one of my customers had a needle stick with our safety needle it is very hard to snap down to lock it . I have tried myself and you really have to put a lot force to close it.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that one of the customer had a needle stick with safety needle. It is very hard to snap down to lock it . Verbatim: folks one of my customers had a needle stick with our safety needle it is very hard to snap down to lock it . I have tried myself and you really have to put a lot force to close it.